Event description:
It was reported that a hamilton-t1 ventilator was not delivering enough pressure in bipap mode during patient use. No patient harm occurred, and no medical intervention was reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); hamilton medical ags conclusion: investigation is ongoing.